Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID: fg15150-0615-1s (lot 231405433). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex stent tip end was damaged, unable to open, moved during deployment, deployed prematurely, and encountered resistance during resheathing into the phenom 27 microcatheter. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, middle cerebral artery m2 segment aneurysm with a max diameter of 7 mm and a 5 mm neck diameter. The landing zone arterial diameter was 3 mm distally and 3.4 mm proximally. It was noted the patient's vessel tortuosity was minimal. Right femoral artery access vessel diameter was 6 mm. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as contrast stagnation within the aneurysm and good vessel angiography. After the guidewire was positioned, the operator exchanged the phenom 27 microcatheter to the distal straight segment of m2¿m3. The ped 3.5-20 was then unpacked for treatment. After the distal stent marker reached the distal straight segment, the operator began deployment of the stent. After retracting the microcatheter, the distal end of the stent failed to open properly. Additional length of the stent was deployed and approximately 30 seconds were allowed to pass, but the issue remained unresolved. The operator then resheathed the stent and repeated the previous steps, after which the stent opened successfully and was pulled back to the c7 segment for anchoring. When approximately one-third of the stent had been deployed, obvious distal slippage of the stent was observed. An attempt was made to resheath the stent, but it could not be resheathed smoothly. After removal from the body, it was found that the stent had become detached. A new ped 3.5-20 and phenom 27 microcatheter were then used to continue treatment, and successful deployment was achieved. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included 5f navien intracranial support catheter, phenom 27 microcatheter, sychro2 guidewire.